Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, distal superficial femoral artery in the right popliteal. Predilatation was performed with an armada balloon catheter. The 5.5x120 supera stent was thought to have been deployed successfully; however, upon retraction of the deployment catheter the stent implant also came out. A 5.5x150 supera stent was used to complete the case successfully with no further issues. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed as the stent had been fully deployed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot revealed no other incidents. Based on the reviewed information, no product deficiency was identified.